Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the forceps channel port shaved was physical stress on the device. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the oes cystonephrofiberscope had a t-shaped pipe come off during reprocessing. The diagnostic cystoscopy was completed without delay. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of t-shaped pipe coming off was not confirmed. In addition, the forceps channel port was detached. Because forceps channel port was shaved, water tightness was lost. The connecting tube had a scratch. The eyepiece had a scratch. The control unit had a scratch. The grip had a scratch. The diopter ring had a scratch. The up/down plate had a scratch. The lock engagement lever had a scratch. The angulation lever had a scratch. The suction cylinder was dirty. The venting connector under the grip had corrosion. The venting connector under grip was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.